Manufacturer narrative:
Returned for evaluation was an evlt fiber. A visual evaluation of the disposable device noted that the fiber was fractured 122cm the fiber gripper strain relief. Angiodynamics' manufacturing engineer for this product evaluated the returned sample and believes that the root cause was due to a flaw of the fiber glass core and failed while the fiber was packaged in a coil configuration which does place a low level of stress on the fiber core. The customer's reported complaint description was confirmed; evaluation of returned fiber shows a fracture of the fiber. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
As reported: during preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber was kinked/fractured. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for a device evaluation.